Manufacturer narrative:
B3: date of event. D1: brand name. D4: catalog number, lot number, expiration date, UDI number. G5: 510k. And h4: device manufacture date is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the flange on a bivona ripped. Patient involvement unknown.

Manufacturer narrative:
Device evaluation: one device was received in used condition without it's original packaging. Visual inspection found no visual conditions were detected. No other analysis was performed. No root cause could be determined since the complaint was not confirmed due sample provided does not show the failure mode reported. The unit works as expected, no failure identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.